Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space drawer mechanism had failed. The field service engineer (fse) had replaced the latch inseparable and drawer rails to resolve the issue. The fse had tested in hardware test application (hta) and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure. Storage space failed and tried to recover space but issue still persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.